Event description:
It has been reported to philips that the allura system did not boot up successfully, the start-up countdown gets stuck at 00:00. The user was unable to start or shut down the system. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and the hard disks, and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a malfunction with flexvision pc. The fse performed troubleshooting with pc diagnostic tool, troubleshooting actions showed a problem with the flex vision pc. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.